Event description:
The facility representative reported a colleague volumetric infusion pump with "failure code 810:11." The reported failure code was reproduced after cleaning. There was no adverse event, patient injury or medical intervention associated with this report. During service at baxter, failure code 810:11 was discovered in the event history log and the ail pcb (air in line printed circuit board) is out of range and had to be recalibrated. This device utilizes user interface module master software (B) (4) categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the pump was received and evaluated by baxter. The reported condition was confirmed, but not duplicated. The ail pcb was out of range. The ail pcb was recalibrated.